Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2006, the patient underwent endovascular treatment of an abdominal aortic aneurysm with five gore® excluder® aaa endoprostheses. The trunk-ipsilateral leg component was implanted with the ipsilateral limb located on the patient¿s left side. An additional iliac extender component was implanted for distal extension on the left and the left hypogastric artery was reported to have been coil embolized and intentionally covered during the procedure. On the patient¿s right side, a contralateral leg component was positioned and deployed within the contralateral gate and an iliac extender component implanted for distal extension into the right iliac artery. Finally, an aortic extender component implanted distally on the patient¿s left side and the procedure was concluded. Reportedly, no device or procedural issues were encountered and the patient tolerated the procedure. The physician stated over the past 11 years, the patient was lost to follow-up and had just recently returned seeking care. On (B)(6) 2017, follow-up imaging identified a distal type I endoleak associated with the aortic extender component implanted distally in the right common iliac artery. Evidence of aneurysm enlargement was not reported. It was reported disease progression caused the right common iliac artery to dilate over time. It was reported an intervention has not been scheduled to treat the endoleak. The physician will continue to monitor the endoleak at this time. No further adverse events were reported.

Manufacturer narrative:
Event description corrected to indicate implantation of an aortic extender component distally on the patient¿s right side. Relevant laboratory data: measurement of 9.46mm added, diameter of the right common iliac artery-area of reported infolding.

Event description:
An aortic extender component was reported to have been implanted distally in the right common iliac artery.